Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable connector pins were bent and the electrode belt was unable to connect to a monitor. The cable connecting ECG "b" to the distribution node (dn) was also cut. The root cause for the damaged connector and the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable.